Manufacturer narrative:
Cmp (B)(4). Item# 115395; lot# 050670; comp rvs cntrl 6.5x25mm st/rst item# 180553; lot# 267980; comp lk scr 3.5hex 4.75x30 st item# 110030776; lot# 11024230; cr 40mm glenosphere std cocr foreign: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01531, 0001825034-2021-01532.

Event description:
It was reported that the patient was revised due to broken screws that were holding the glenoid baseplate onto the bone which loosened the component. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs and visual examination of photographs. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to surgical use error as 4 screws should be used per the surgical procedure. A contributing factor was noted to be patient anatomy as it was stated only 2 peripheral screws were used due to glenoid anatomy excessively eroded and not enough bone for screw fixation anteriorly and posteriorly. Visual examination of the provided pictures could identify broken screws. Radiographs identified the following: fracture of the threaded screws from the glenosphere and base plate with displacement of the glenosphere and base plate superior to the glenoid. The glenosphere remains aligned with the humeral tray. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.